Event description:
It was reported that pump battery display showed incorrect charge values and battery did not hold charge well and powered off sooner than expected. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting and further follow-up, and case was documented and closed by technical support with no additional actions taken.